Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to 18fr. Reportedly, a cuff miss occurred when retracting the plunger. A second proglide device was used with the same results. Two additional proglide sutures were placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the two pre-placed proglide sutures. There was no reported adverse patient sequel. There was no reported clinically significant delay in the procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.